Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: a crack was seen on the insulation. Dents & scratches were also seen on the insulation. IFU 1000-401-070 states: "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes for the cracks on the insulation could be due to 1) user mishandling or 2) improper sterilization methods. The probable root causes for the dents & scratches on the insulation could be due to 1) user mishandling or 2) improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.